Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the fixation tab intact when the suture was placed in the patient? No further information is available. Was the ¿missing barbs¿ noted during visual inspection or during use on patient? During use on the patient. Did the barbs fail to engage in the tissue? No further information is available. Was reoperation necessary to remove the fixation tab and re-close the wound? No further information is available. What medical/surgical intervention was provided? No further information is available. Procedure name? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. During the procedure, at the beginning of continuous suturing, the fixation tab was broken, and the broken fixation tab remained in the patient¿s body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2020 additional information: d10. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the fixation tab was broken. It was received for analysis an empty opened foil, and empty opened labeled winding former and a used needle-suture piece of product code sxpp1a401, lot qamlhu. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and the sides of the fixation tab were broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as on what caused that the fixation tab came off the suture off. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The instructions for use do contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.